Event description:
No complaint was sent with device. However, upon eval performed in 2008, it was reported that vamp tubing was found to be completely detached from solvent bond joint with reservoir. We have not been notified of any pt complications resulting from this incident.

Manufacturer narrative:
Vamp tubing was found to be completely detached from solvent bond joint with reservoir. Tubing was bent near the detached bond joint.